Event description:
Reporter indicated that shortly after being implanted with the vns the pt developed cellulitis at both incision sites. Antibiotics were prescribed and the cellulitis resolved. It was also reported that recently the pt developed some violent coughing episodes with stimulation. After the coughing episodes the pt developed blisters that continue to be present at both incision sites. The blisters were ruled out as seroma-related. The surgeon believes that the blisters may be infection-related and plans to take pt to surgery for I&d of the pocket site. Further investigation revealed that the device was not explanted and the pt was feeling better following the I&d procedure and has returned to work. Attempts to obtain additional information have been unsuccessful.